Event description:
For software v. 13.2, if an existing plan is selected, then read in a as a custom file with different step size, the program allows one to write a program with a different step size than the step size originally programmed. The journal file printout displays the messages: (1) "inaccurate dose calculation may result" and (2) program card is disabled". However the program card is not disabled.